Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending artery with mild tortuosity and calcification. Pre-dilatation was performed and the 3.5 x 15 mm xience pro stent was deployed; however, a distal edge dissection occurred. An additional xience pro stent was deployed for treatment and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed, is based on the predicate device (xience v) and is therefore similar to a device sold in the us.